Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 3fr s/l groshong catheter. The sample was received with an inlaid stylet. The stylet/catheter had been manipulated until the catheter tubing abutted the stylet flushing connector. A small circular hole was observed in the catheter tubing in the vicinity of the distal end of the stylet. An attempt to infuse through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. A second leak was observed emanating from the site of a small split located between the 15cm and 16cm depth markings. Tactile inspection of the sample revealed tensile weakness in the vicinities of both splits. Microscopic inspection of the hole revealed sharply defined edges and a circular shape. The hole was located near the distal of the inlaid stylet tip. The diameter of the hole corresponded to the diameter of the stylet. The edges of the hole exhibited a granular texture. Microscopic inspection of the proximal slit revealed similar split edge characteristics. Following longitudinal bisection of the catheter in the vicinity of the proximal split, microscopic inspection of the inside surface revealed multiple scoring marks. The damage on the inside surface was more extensive than that on the outside surface. The position, size, shape and edge features of the distal hole were consistent with damage caused by the inlaid stylet. It appeared that during manipulation of the sample, the distal tip of the stylet perforated the catheter wall. Care should be taken when manipulating the sample to avoid causing damage. Stylet perforation can also occur if the catheter is not flushed prior to manipulation/catheter insertion. The characteristics of the proximal split and the inside surface of the catheter in the vicinity of the split were also typical of damage inflicted by the stylet and could have been the result of manipulating the stylet through a tortuous path or manipulating the stylet prior to wetting. A lot history review (lhr) of rexk0191 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that on tuesday, (B)(6), a call from the (B)(6) said that the catheter of the first department appeared damaged and the representative was required to come and have a check. The representative went to the department and understood the specific circumstance was as follows: the insertion nurse prepared to conduct the implantation of PICC under blind catheterization method on a (B)(6) old child. As the little child did not cooperate, nurse started to deliver the tube without preflushing the catheter after the disinfection and the puncture. During the process, the head nurse came and asked if the catheter had a preflushing. When she got the negative answer, the head nurse required to remove the catheter and have a preflushing to activate the valve. When nurse was conducting the preflush, there was a "sandhole" or pin hole about 2cm near the front end of the catheter.